Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative (fsr) evaluated the device onsite. The fsr replaced the gas delivered engine as a suspect component and the unit meets service specifications. The carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. The root cause of the reported issue could not be determined as the suspect component operated properly with no alarms or anomalies.

Event description:
The customer reported that during patient use the ventilator went inoperable. The error log showed hssc fault, fcv overcurrent fault and pn module ftc. There was no patient harm as the patient was switched to alternate ventilation.